Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was observed at the instrument's grey housing. There were no fragments at the tip of the instrument that fell off. The instrument is available for return and evaluation. The probable root cause cannot be determined based on the information provided. Since the product was not returned, the reported event was unable to be confirmed or replicated.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument had two missing discs. The instrument was not used on the patient.